Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had pressure sores underneath the lifevest. The sores were reportedly bleeding. The patient was in a rehabilitation facility and the lifevest garment had not been changed in 9 days. The patient was issued new garments. Follow-up attempts were unsuccessful. The patient's medical outcome is unknown at this time.